Manufacturer narrative:
It can be assumed, that due to the infection a bone loss had taken place ahead of the event. Per asr exemption # e1997021, the occurrence of multiple serious injuries (implant and tooth loss) as a result of a single event or device failure are not covered by the exemption and must be reported as an individual MDR. Therefore, this event is reportable per 21 cfr part 803. Implant loss usually is not product related, but a matter of patients condition, hygiene, habits, etc. And/or operational context, such as e.g. Inadequate planning, prosthetic overload, etc. Optical investigation of the implant does not reveal any "conspicuities". No indication for the implant to be faulty. The implant was about 11 years under functional loading.

Event description:
A (B)(6) female patient received a frialit synchro implant, d3.8/ l13 in "regio" #20 in (B)(6) 2007, restored with an implant/ tooth supported bridge (#18, #19, #20). The implant was splinted with natural tooth in "regio" #18, #19 was a pontic. On (B)(6) 2018 the denture was removed with the implant and the fragment of the supporting tooth. There is no x-ray documentation available. The patient experienced an infection. No information about bone quality or oral habits of the patient available. The bridge was found loose. It was discovered that the tooth was fractured. When removing the bridge, the implant came off as well.